Event description:
It was reported that, we used a 10x55x8 degree - 22 mm aria cage. Upon insertion and impaction, the implant fractured near the insertion handle hole. Caused the marker to migrate. Cage was left in as the surgeon felt the structural integrity was not compromised."

Manufacturer narrative:
Method: complaint history analysis, risk assessment, photographic inspection. Results: this is only the second event of this type for the aria product line. The previous investigation concluded that cantilever forces lead to that failure. In this event the fracture occurred during surgery after the spacer had been implanted into the disc space. There was a minor delay to take pictures and x-rays to decide if the spacer could remain implanted. In this case the surgeon felt the structural integrity was not compromised, however if he did not there is an identical spacer in the kit and others as well. Stryker spine was able to view the pictures and x-rays from the surgery and was able to confirm that the spacer cracked at the point where it connects to the inserter. Conclusion: damage on only one side of the spacer implies that a cantilever force lead to the failure. As the event description says that this occurred while the spacer was being inserted into the disc space, it is concluded that an off-center vertical force used during impaction lead to the failure.